Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, and system hazard and user misuse analysis. The DHR (device history record) was reviewed and indicated no anomalies that could have contributed to the customer's experienced "odor/smells" issue. The unit met specification at the time of its release. The service history for this unit for the past 6 months (05/17/2014 to 11/13/2014) did not reveal a significant trend. The complaint trending for problem code ¿odor/smells¿ identified a significant trend over the past 12 months (11/2013 to 10/2014). The dpmo does not portray a significant trend. The fmea (failure mode and effects analysis) revealed all risk priority number scores associated with similar failures are within acceptable limits. The shuma (system hazard and user misuse analysis) defines the risk as low as reasonably practical for exposure to odor or odorants. The asp fse performed a pm1 which includes the replacement of the vacuum pump oil and oil mist filter and the unit was left in working order. No parts were returned for further evaluation. Review of the tracking and trending data did not identify a trend for this sterilizer. As a result, root cause or assignable cause analysis could not be performed. No further action is required; however, this issue will continue to be monitored.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the vacuum pump oil and oil mist filter were replaced. Unit meets specifications and was returned to service on 11/14/2014.

Manufacturer narrative:
Investigation summary: the system risk analysis (sra) shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the odor/smells issue is the oil mist filter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. Device manufacture date: correcting date from 12/1996 to 01/08/1996.

Event description:
A customer reported an event of an "odor" emitting from the sterrad® 100s sterilizer. There was no report of any human reaction. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.